Event description:
It was reported by service report that the bed was in the full upright position on both lifts, and the foot-end lift would lower intermittently. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged sensor coil lift cables.